Event description:
It was reported by the patient that the patient's right ventricular [rv] lead was "defective, it was corroded and the wires split." It was later reported by the patient's clinic that the patient's rv lead had "detached from the device." The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.